Event description:
It was reported that during an open nissen procedure, the surgeon was using instrument. The generator alarmed and showed an error code for the instrument, and the scrub tech changed out to new device. Resolved problem and completed case with no further issues. There was no patient consequence.